Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation gave measured data of >4 months longevity, 10400 ohms battery impedance and a magnet rate of 84 ppm. At a follow-up six months previous, the measured battery impedance was 3250 ohms, the magnet rate was 90 ppm, and the estimated longevity was 24 months.